Event description:
Customer allegedly received the following results, with two different meters, within 20 minutes: aviva system 1: 233 mg/dl at 1051, 153 mg/dl at 1058, 122 mg/dl at 1105, aviva system 2: 412 mg/dl at 1045, 136 mg/dl at 1046, 115 mg/dl at 1052, 135 mg/dl at 1101, 167 mg/dl at 1102, 160 mg/dl at 1107. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).